Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint devices from the healthcare facility for evaluation, to determine if they had a malfunction which caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the pressure line port of some rt219 adult breathing circuit were 'blocked/clogged'. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The pressure line port on the exhalation port of the rt219 bi-level/CPAP breathing circuit provides pressure feedback to the ventilator, allowing the ventilator to adjust the output pressure as required. Method: only the exhalation port of one of the complaint breathing circuits was returned to fisher & paykel healthcare in (B)(4), where it was visually inspected. Results: upon visual inspection it was found that the pressure line port on the exhalation port was occluded as a result of a moulding defect. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: it was concluded that the occluded pressure line port occurred due to a manufacturing error and the issue was not detected during process monitoring. The process inspection for exhalation ports consists of collecting and inspecting one sample from each moulding cavity every hour. The inspection involves checking for short shots, internal and external flash, occlusions, sink marks, black specs, burns and voids. The user instructions for the ventilator (respironics v60 ventilator) used in this reported incident recommend to run an exhalation port test on exhalation ports not supplied by respironics. The user instructions that accompany the rt219 bi-level/CPAP breathing circuit state the following: "check for occlusions in both the inspiratory and pressure line before connecting to a patient." "Before connecting to a patient, ensure that flow and pressure testing applicable to the ventilator has been completed." "Set appropriate ventilator alarms." The user instructions further provide the following warning: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported via a distributor that the pressure line port of five rt219 bi-level/CPAP breathing circuits were 'blocked/clogged'. Two of these circuits were used on patients where the patients reported some discomfort, however no patient harm was reported. The other three circuits were found to have a "blocked/clogged" pressure line port before use.